Manufacturer narrative:
The shaft separated during use in patient. Recurrence of the shaft separation could result in the balloon unable to deflate, vessel obstruction, possible myocardial infarction, or may require surgical intervention. No patient injury. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The angiosculpt device was returned in two pieces. Visual examination found the device separated in the middle of the shaft. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
During use in patient, the shaft broke. No piece of the angiosculpt device was retained in the patient. No patient injury reported.